Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported that the tubing leaked at the port during patient use. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report that the tubing leaked at the port was not confirmed. Functional testing resulted in the set priming successfully with no leaks observed at any of the ports. Pressure testing revealed no leaks. Syringe IV pushes through each port resulted in no leaks. The root cause of the customer¿s report could not be determined

Event description:
The customer reported that the tubing leaked at the port during patient use. There was no patient harm and the event occurred during the week of (B)(6) 2018.

Manufacturer narrative:
Additional information: describe event or problem.

Event description:
There was no patient harm and the event occurred during the week of (B)(6) 2018.